Manufacturer narrative:
The customer¿s report of a leak at the y-port closest to the patient was confirmed. Visual inspection was performed; a curved tear (¿j-tear¿) was observed extending from one end of the distal smartsite blue piston¿s slit. Functional and pressure testing was performed; liquid was observed flowing through the tubing and exiting through the distal male luer. Liquid was observed leaking from the blue piston of the distal smartsite port. The root cause of the leak was a damaged/torn smartsite piston. The cause of the damage was a manufacturing issue.

Manufacturer narrative:
Gtin number for item: 2426-0007, lot: 17055955 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported saline leaking from the port closest to the patient on a three port infusion set at the beginning of administration. There was no patient harm.